Event description:
It was reported that the user performed a full supply change a few hours prior and the ilet continued delivering insulin, yet glucose rose to 309 mg/dl before declining to 289 mg/dl; no leaks or drops were observed, and education and troubleshooting were completed with a plan to monitor for a continued downward trend. Symptoms included hyperglycemia. Outcomes included no hospitalization and ongoing monitoring. Investigation included review of delivery data and glucose trends, completion of a blood glucose questionnaire, and user-led inspection for infusion leaks. Investigation of this case revealed no observed mechanical issues, and the device appeared to deliver insulin as commanded, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.